Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received regarding primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm generated a leak during patient use. The reporter stated the following:¿ during the use of several theranojet kits (lemerpax), a leak was observed in the system's vented filter. This filter, which normally exhausts air, leaked contaminated liquid, creating a significant risk of contamination for equipment and personnel. Given the long decay period of the radionuclide used, all potentially exposed equipment had to be quarantined for an extended period, severely disrupting the unit's operations. This event occurred twice recently with the same batch.¿ the event took place at the nuclear medicine. There was no patient harm reported.